Event description:
On (B)(6) 2022, haemonetics was notified of clots observed being returned to the donor by the donor and cms confirmed the presence of clots in line at disconnect following saline return during a procedure utilizing a plasma harness set. There was no reported harm to the donor or medical intervention required. Donor refused further evaluation/treatment.

Manufacturer narrative:
The status of the disposables used with the system is unknown, however there were no recalls or adverse trends related to the product lot used in the procedure. The root cause of the reported complaint cannot be determined at this time; it is not possible to determine if there was a defect related to the manufacturing of the disposable without a sample for evaluation.